Manufacturer narrative:
Date sent to FDA: 5/14/2020. Additional information: d4, h4, h6, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted adhesions between the small bowel and the patch, dense and severe scarring caused by the patch, and that the patch was firmly adhered to the bladder. When he attempted to mobilizes the patch that was adhered to the bowel, he noticed it was causing a serosal injury to the bladder. As a result he was unable to remove a portion of the patch. It was reported that the patient experienced severe pain. No additional information is provided.